Event description:
The hosp. Reported that during a cornary artery bepass procedure, three heartstring seals did not deploy out of the delivery tube into the aorta. Replacement was used to complete the procedure. No pt complications were reported by the hosp.